Event description:
During the follow-up of the device on (B)(6) 2010, some atrial arrythmias episodes (fall back mode switch algorithm involved) were visible in device memory at the date of (B)(6)2010. This date corresponds to the previous device follow-up, when the device was programmed in vvi pacing mode. Recording time of the episodes is slightly later than time of the device programming changes.

Manufacturer narrative:
(B)(4) - this event concerns a device that was mfg and used outside the united states. Analysis is pending.